Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a malfunction of ?display has a grey appearance and the color is not visible when this glitch occurs? Was confirmed during product evaluation. The root cause was assigned to the user interface module printed circuit board. The user interface module printed circuit board was replaced in order to correct this condition. This device is a colleague pump with a user interface module software version of 6.13.92. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility representative contacted baxter to report a colleague infusion pump in which the display has a grey appearance and the color is not visible when this glitch occurs. This condition has the potential to cause an interruption of delivery. It is unknown when or in which care area this event occurred. There was no patient involvement. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. The user interface module master software version is currently unknown.

Manufacturer narrative:
(B)(4). The device is reported to be available but has not been received for evaluation. If additional information becomes available or the device is received, a follow up report will be submitted.